Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a high impedance alert, which signified that the system impedance had gone out of range greater than 400 ohms. Technical services (ts) provided troubleshooting suggestions including pocket manipulation, x-rays, and possible intervention to check electrode connection. The patient was evaluated in clinic with pocket manipulations and isometrics that did not reproduce the out-of-range impedance measurements. It was noted that this patient had a high body mass index which could be interfering with the tests. X-rays and fluoroscopy were requested. No adverse patient effects were reported. Currently, this s-ICD system remains in service.